Event description:
Auto suture pi-30 stapler misfired during very low anterior resection for cancer. No staples fired despite device locking and firing. This required the physician to have to place manual sutures for a coloanal anastomosis which has a higher morbidity. This misfiring event will also require an add'l surgery, a diverting ileostomy.